Event description:
Auto vs. Motorcycle trauma pt with head injury, fractures, and chest contusions was on a ventilator in ccu for several days prior to occurrence. Pall device had been changed prior to occurrence and new filter had been working correctly for that period of time. Rt did rapid shallow breathing index and respiratory treatment, which pt tolerated welll. O2 saturation 98%, rsbi 53. Rt started nebulizer treatment, near the end of treatment, displayed mild distress, became agitated, sat up in bed, self-extubated. Reslessness progressively increased. Pt had notable gurgling. O2 saturation pecentage decreased to 70's, pt was bagged with 100% oxygen with mask assisted by resident. O2 saturation increased to 98%. Pt re-intubated without complications. Ett was verified in place with a co2 detector and auscultation. After securing et tube, pt was placed on ventilator. O2 saturation percentage decreased, heart rate decreased, pt turned purple. Pt taken off ventilator and bagged. Crepitus noted through chest. Tension pneumothorax decompressed by needle aspiration. Bilateral chest tubes were inserted.